Event description:
A customer contacted beckman coulter (bec) to report a recurring issue where their coulter lh 780 hematology analyzer gives no suspected messages on the differential results when blast cells are seen on the manual slide review. The customer submitted a printout, collected on (B)(6) 2013, from one (1) patient sample that shows no instrument suspected messages generated by the lh780 instrument when the customer counted 20 blast cells on the manual count. The erroneous results were not reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. There was no change to patient treatment attributed to this event.

Manufacturer narrative:
Controls run before and after this incident were within range and the instrument is currently performing within specification. Sample collection was not supplied by the customer. Service was not dispatched for this incident. A bec field service engineer (fse) was previously dispatched for a similar event that occurred at this customer site where the fse performed volume, conductivity, scatter (vcs) optimization. The fse also checked and tested the differential lyse and preserve low and high volume pumps; all tested okay. The fse also cleaned and unclogged flowcell and checked all the differential pinch valves for proper operation. The fse ran several samples and was unable to reproduce the reported issue. Per labeling, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. MDR 1061932-2013-00197 was submitted for a different sample on this instrument for a similar event.